Manufacturer narrative:
According to communication with the reporter, the emergency drive had no defects and functioned normally. The device was tested on 2019-06-14 after checking it. According to the service protocol no safety or function defects were detected. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that they switched from the cardiohelp to the emergency drive (hand crank) and had problems to attach the hls module to the emergency drive(hand crank). However the clear tape from the top of the hls module blocked the notches on the hand crank and the staff didn't notice that. They attached the hls module to the hand crank but that clear tape went into the hand crank and stopped the hand crank running properly. Complaint number (B)(4).